Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2014. During the procedure, the device functioned normally at the beginning; however, suddenly there was a sound and the device stopped working. It was not reported how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device was received for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/advance during the evaluation. It is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate/advance as intended. The yoke was likely softened through the wet decontamination processing of the sample. It is likely that the molten cable gear was likely a reason the device malfunctioned or stopped operating. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The procedure was a laparoscopic assisted vaginal hysterectomy. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.